Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: b5 (typo e216) additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint scope communication error code e216 was not confirmed. Based on the results of the investigation, it is likely that the suggested events scope communication error code e216 and image flickered and disappeared at angulation temporarily occurred due to abnormality of charged coupled device (ccd)-unit during device handling by the user. However, a definitive root cause of the event could not be identified. The instruction manual states the detection method associated with the event in "inspection of the endoscopic image". Olympus will continue to monitor field performance for this device.

Event description:
It was reported the deflectable videoscope displayed an e21 communication error code. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.